Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient passed away on (B)(6) 2016, of unknown causes. The patient was recently implanted with a permanent occipital pns system on (B)(6) 2016. On (B)(6) 2016, the patient's system was turned on and was providing effective therapy. The patient's physician stated the patient's passing is not related to the pns system.